Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: patient dissatisfaction. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient who underwent breast augmentation revision surgery with a 190cc mentor memorygel left breast implant and a 350cc mentor memorygel breast right implant experienced left sided rupture and bilateral patient dissatisfaction post procedure. As a result, patient underwent bilateral removal and replacement with a 150cc mentor smooth round moderate profile left breast implant and a 375cc mentor smooth round moderate plus profile right saline breast implant on (B)(6) 2020. This medwatch form is for the right breast prosthesis.